Manufacturer narrative:
H10: of the 15 devices, 10 lot numbers were provided, and lot history reviews were performed. Of the 15 devices, 5 lot numbers were not provided. Of the 15 reported malfunctions, no devices were returned for evaluation. Of the 15 reported malfunctions, 4 medical records were provided. Perforation of the ivc wall were confirmed for 3 devices and 1 was unconfirmed for perforation of the ivc wall but confirmed for tilt. Filter tilt and perforation of the ivc were inconclusive for 9 of the malfunctions as no objective evidence was provided for review. The definitive root cause is unknown. The devices were labeled for single use. H10: d4 (lot number: gfuk1028, gfvj3627, gfui2690, gfwk2802, gfvd4136, gfue4430, gfvb0047, unknown). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes fifteen malfunctions. A review of the reported information indicated that model ec500f. Vena cava filter allegedly experienced malposition of device and patient device interaction problem. These reports were received from various sources. All fifteen events involved a patient with no reported patient consequences. Of the fifteen reported patient, six patients ranged from 30 ¿ 81 years of age, two patients weight ranged from 164-303 lbs, and four were female and two were male; however, other patients age, weight and gender were not provided.

Manufacturer narrative:
H10: two the reported 14 malfunctions was reassessed and determined to be a serious injury reported under emdr 2020394-2020-05978 and 2020394-2021-80416. H10: of the 12 remaining malfunctions, 10 lot numbers were provided, and lot history reviews were performed. The devices were not returned for evaluation. Of the 12 malfunctions, 12 medical records were provided and reviewed and images were provided for five malfunctions. The investigation for eight reported malfunctions confirmed for perforation of inferior vena cava and filter tilt. For one malfunction the investigation is confirmed for filter tilt and unconfirmed for perforation of the ivc. For another malfunction, the investigation is confirmed for perforation of the ivc but is inconclusive for filter tilt. For one malfunction, positioning issue was added additionally and the investigation is confirmed for alleged filter tilt, positioning issue, and the perforation of the inferior vena cava. Filter tilt and perforation of the ivc were inconclusive for one of the malfunction. Based on the information provided, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (lot number: gfvj3627, gfui2690, gfwk2802, gfvd4136, gfue4430, gfvj2109, gfvb0047, unknown), g3. H11: b5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 12 malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced malposition of device and patient device interaction problem. These reports were received from various sources. All 12 malfunctions involved a patient with no reported patient consequences. Of the 12 reported patient, 11 patients ranged from 30 - 81 years of age. Two patients weight were ranged from 164- 303 pounds. Six patients are female and six are male; however, other patients age, weight and gender were not provided.

Event description:
This report summarizes 13 malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced malposition of device and patient device interaction problem. These reports were received from various sources. All fifteen events involved a patient with no reported patient consequences. Of the 13 reported patient, nine patients ranged from 30 ¿ 81 years of age. One patient weighs 164 lbs and another patient weighs 303 lbs. Four patients are female and five are male; however, other patients age, weight and gender were not provided.

Manufacturer narrative:
H10: one of the reported 14 malfunctions was reassessed and determined to be a serious injury reported under emdr 2020394-2020-05978. H10: of the 13 remaining malfunctions, 9 lot numbers were provided, and lot history reviews were performed. The devices were not returned for evaluation. Of the 13 malfunctions, 9 medical records were provided and reviewed. The investigation for seven reported malfunctions confirmed for perforation of inferior vena cava and filter tilt. For one malfunction the investigation is confirmed for filter tilt and unconfirmed for perforation of the ivc. For another malfunction, the investigation is confirmed for perforation of the ivc but is inconclusive for filter tilt. Filter tilt and perforation of the ivc were inconclusive for 4 of the malfunctions as no objective evidence was provided. Based on the information provided, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (lot number: gfvj3627, gfui2690, gfwk2802, gfvd4136, gfue4430, gfvb0047, unknown), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: one of the reported 14 malfunctions was reassessed and determined to be a serious injury reported under emdr 2020394-2020-05978. H10: the product catalog number of one malfunction was updated to unk eclipse. H10: of the 13 remaining malfunctions, 10 lot numbers were provided, and lot history reviews were performed. The devices were not returned for evaluation. Of the 13 malfunctions, 12 medical records were provided and reviewed and images were provided for five malfunctions. The investigation for eight reported malfunctions confirmed for perforation of inferior vena cava and filter tilt. For one malfunction the investigation is confirmed for filter tilt and unconfirmed for perforation of the ivc. For another malfunction, the investigation is confirmed for perforation of the ivc but is inconclusive for filter tilt. For one malfunction, positioning issue was added additionally and the investigation is confirmed for alleged filter tilt, positioning issue, and the perforation of the inferior vena cava. Filter tilt and perforation of the ivc were inconclusive for two of the malfunctions. Based on the information provided, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (lot number: gfvj3627, gfui2690, gfwk2802, gfvd4136, gfue4430, gfvj2109, gfvb0047, unknown), g4 h11: b5, g1 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 13 malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced malposition of device and patient device interaction problem. These reports were received from various sources. All 13 malfunctions involved a patient with no reported patient consequences. Of the 13 reported patient, 11 patients ranged from 30 - 81 years of age. Two patients weight were ranged from 164- 303 pounds. Six patients are female and six are male; however, other patients age, weight and gender were not provided.

Manufacturer narrative:
Of the 15 reported malfunctions, 8 lot numbers were provided, and 7 lot numbers were not provided. The sample were not returned. Of the 15 reported complaints, 12 medical records were not provided. Of the 15 reported complaints, 4 malfunctions provided medical records for review. Of the 15 reported malfunctions, 3 medical records confirmed for filter tilt and perforation and 1 medical record confirmed for malposition of device. The definitive root cause is unknown. The device is labeled for single use. (Lot number: gfuk1028, gfvj3627, gfui2690, gfwk2802, gfvd4136, unknown).

Event description:
This report summarizes fifteen malfunctions. A review of the reported information indicated that model ec500f. Vena cava filter allegedly experienced malposition of device and patient device interaction problem. These reports were received from various sources. All fifteen events involved a patient with no reported patient consequences. Of the fifteen reported patient, four patients ranged from (B)(6) ¿ (B)(6) years of age, one patient weight was (B)(6) and three were female and one was male; however, other patients age, weight and gender were not provided.